Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58k2z. Device evaluation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap bowel resection the stapler jammed when staff went to reload remove the fired reload and reload the stapler with a new cartridge. This occurred outside the patient after it was successfully fired. A second stapler used for the completion of the case. There were no patient consequences reported. Additional information was provided that the nurse was unable to open the jaws and did not remove the reload outside the patient. The device was returned in this condition.